Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff reported seeing the orange casing at the tip of the monopolar curved scissors instrument cracked. The account believes the damage was done during sterilization. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Engineering observed the tube extension was cracked with a piece at the proximal clevis interface. Engineering concluded that the damage was likely due to mishandling. In a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. The instrument passed electrical continuity testing. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.